Event description:
Received a report that patient underwent total hip arthroplasty in 2007. Shell was revised on an unknown date due to pain and patient osteolyse. During removal of acetabular component, large area of porous coating was removed with explant knife. No other information is available.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.